Event description:
It was reported that the bd safetyglide had leakage. The following information was provided by the initial reporter: material #305916, batch # (invalid batch 43431104). Verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4), date of incident: 2025-11-06, ahs optional report to cmdsnet (health canada), incident details: writer went to immunize client with tdap-ipv when the vaccine squirted back at writer rather than into client's deltoid. Defective bd safetyglide needle 25g x1. Impact of incident: who was affected? Patient, procedure: immunization. Device information: device name/description: needle hypodermic safety 25ga x 1 in, manufacturer code/model: 305916, serial or lot number: (B)(6), device expiry date (yyyy-mm-dd): 2029-11-30, supplier catalogue number: 308-305916, was the device retained? No. No serious harm was reported. Unfortunately, the device is not available for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.